Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and subsequently admitted to the hospital with a blood glucose level of 300-381 mg/dl with nausea and vomiting. The customer attempted to self-treat with a manual dose injection but was treated intravenously with fluids of saline and insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.